Event description:
On (B)(6) 2012 the reporter contacted animas alleging that the down arrow keypad button has been intermittently unresponsive for the past 2 weeks. The reporter denied any damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down arrow button was intermittently responsive. During investigation, evidence of contamination was found under the contrast and down arrow button key contacts.